Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning oxygen blender. The service technician replaced the oxygen blender and the reported issue was resolved. The device passed 85 hours of extended bench testing at the customer's settings. The event trace data contained no unusual alarm types or incident counts. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was under delivering oxygen. When the device was set to deliver 80% fio2, it would deliver 65% fio2. The customer confirmed that there was no patient involvement associated with the reported issue.